Manufacturer narrative:
Section d4: additional information. Section h3,4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) confirmed the presence of pump thrombosis, which could have contributed to the reported increase in ldh level. (B)(6) was returned assembled with the driveline cut approximately 2.5 inches from the pump housing (figure 1). The severed portion of the driveline was not returned. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet housing. The sealed outflow conduit was returned attached to the pump outlet housing. A bend relief collar was present and secured with green suture. Examination of the rotor upon disassembly of (B)(6) revealed a red, tissue-like thrombus formation situated between the blades of the rotor and the blood tube. The coloring appeared uniform and the deposition appeared soft and non-laminated. Origins and duration of time that the formation was present in the pump could not be determined, however, it did not appear to have developed in this location in addition, examination of the blood tube/rotor outlet revealed a thrombus formation surrounding the rotor¿s bearing cup. The thrombus had areas of denaturing and some lamination to indicate it was present in the pump during support and potentially developed over an undetermined period of time while (B)(6) was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formations in the rotor and outlet stator; however, its partial obstruction of the blood flow path could have contributed to the reported elevated ldh level. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 3 years 0 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital with acute high grade hemolysis. A pump exchange was completed. A non-device related cause for hemolysis was not identified. Patient was admitted with high ldh. Echocardiogram was normal. No additional information was provided.